Manufacturer narrative:
Stryker evaluated the customer's device and replaced the device's power supply to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker determined the power supply was the cause of the reported issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device's battery will not charge, and the device will not power on with ac only. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.